Event description:
A complaint was rec'd from a bayer regional sales mgr. The rep rec'd info from a diabetes educator regarding an individual that is assumed to have been a gestational diabetic (customer). The customer was provided a glucometer dex 2 blood glucose system in 2002 and 2 days later had a gtt. The ggt results were -- fasting 140-mg/dl, 0.5 hr 234-mg/dl, 1 hr 306-mg/dl, 2 hr 274-mg/dl and at 3hr 311-mg/dl. During this test the customer was also reported to have large ketones. A hba1c was reported to be 6.1%. Two months later, the customer delivered by caesarian section a baby. At the time of birth it was reported that the child had "immature lungs among other things" and was transferred to another hosp for further eval. At the time of this report the child is doing well. The diabetes educator stated that the dex 2 was reading approx 100-mg/dl different than a comparative method. However, no exact values were given. Also, no info regarding the lot numbers of reagent, control etc, was available. An attempt to gather this info is being made.